Manufacturer narrative:
Lead model 39565-65, serial # (B)(4), implanted (B)(6) 2012, explanted unk; programmer model 37744, serial # (B)(4); recharger model 37754, serial # (B)(4).

Event description:
It was reported that stimulation was intermittent. The patient could only feel stimulation when arching her back. Additional information has been requested but was not available as of the date of this report.